Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Reportedly, the customer was using humalog-u200 brand insulin, tandem technical support educated the customer this is off-label insulin.